Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The thermostat was calibrated to resolve the issue.

Manufacturer narrative:
The customer declined gehc service. No repair information available. D1 product name corrected. D4 model no. Corrected.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: (B)(6)

Event description:
It was reported that there was a malfunction resulting in insufficient anesthetic agent delivery. There was no patient involvement.